Manufacturer narrative:
(B)(4). The patient replaced one of the bags during the set-up without replacing the rest of the supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient reused single-use supplies during fill one of peritoneal dialysis therapy. The patient had an unrelated alarm and said they contacted the hospital for advice and was told to only change out the heater bag. The technical service representative (tsr) explained that the patient compromised the set up and explained about the risk of infection. The tsr advised to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.